Event description:
While administering IV med into IV line with a retractable needle, gave med and retracted needle and threw syringe away. Blood was leaking from puncture site on IV port. Caregiver took an alcohol swab to wipe blood away and was scratched by needle still sticking in port that she did not see. Needle had not retracted into syringe as it should have.